Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise, oversensing, and inappropriate shock. It was suspected that this electrode was fractured. At the time of the inappropriate shock, the patient was at his nightly dialysis and reported feeling the shock but had no symptom. Data and x-ray imaging were provided for review. Boston scientific technical services confirmed that the data showed artifacts reproducible in primary vector, noise was also noted in the alternative vector and secondary vector. There was a treated episode showing the shock impedance at 142 ohms. Boston scientific technical services provided troubleshooting options and recommended to check if there is any significant change over time with patients bmi. No adverse patient effects were reported. The s-ICD and electrode remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise, oversensing, and inappropriate shock. It was suspected that this electrode was fractured. At the time of the inappropriate shock, the patient was at his nightly dialysis and reported feeling the shock but had no symptom. Data and x-ray imaging were provided for review. Boston scientific technical services confirmed that the data showed artifacts reproducible in primary vector, noise was also noted in the alternative vector and secondary vector. There was a treated episode showing the shock impedance at 142 ohms. Boston scientific technical services provided troubleshooting options and recommended to check if there is any significant change over time with patients bmi. No adverse patient effects were reported. The s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.